Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to the devices not turning on was evaluated. Two keypads were confirmed to have a faulty system on keys. A nonfunctioning ac indicator light was observed on 1 out of the 4 keypads received. Test results identified that the ac indicator lights did not illuminate, and the system on key did not function after plugging in the power cord on s/ns (B)(6). All other keys on the keypad were functioning as intended. S/n (B)(6) had a system on key red-light indicator and the system on key did not function. All other keys on the keypad were functioning as intended. S/n (B)(6) had a malfunctioning system on key. All other keys on the keypad were functioning as intended. An internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible on 4 out 4 keypads. Broken traces were observed on 2 out of the 4 keypads. Trace 19 and 20 were observed to be broken on s/ns (B)(6). The traces are associated to the system on key and green led. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: 1) review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 25-mar-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 04-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. 2) review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 09-may-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 04-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. 3) review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 22-may-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 04-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. 4) review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 22-may-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 04-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device h3 other text : only the keypadswere returned.